Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 4 devices were received for evaluation; 4 events were confirmed during testing, 4 devices were found to be affected by loose or moved levers and a leak in the hose. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device had a damaged hose, which caused leaking of air and/or lubricant and the device's lever moved, signaling a condition occurred in which the device has the potential to run without user activation. Two events had no patient involvement; no patient impact. One event had patient involvement for the reported leaking event, but no patient involvement for the report of the lever moving; no patient impact. One event had no known patient involvement for the reported leaking event, but no patient involvement for the report of the lever moving; no known patient impact for the reported leaking, but no patient impact for the report of the lever moving.